Event description:
It was reported that the cement hardened for only 5 min starting from mixing the cement. The stem could not be inserted into the canal completely, so small size stem was inserted instead of it and the procedure was completed. Revolution mixing system was used. Ope room temp was about 25 c. In distribution, it was stored for 1 month in general temp(specific temp was not obtained.) We could not specified that when the cement and revolution were in the ope room temp. Mixing time was about 30 min. 2 packs cement were used. We cannot specify if antibiotic was used or not. No substances were mixed into the cement.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jhu024. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jhu024 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement hardened for only 5 min starting from mixing the cement. The stem could not be inserted into the canal completely, so small size stem was inserted instead of it and the procedure was completed. Revolution mixing system was used. Operating room temp was about 25&#64393;n distribution, it was stored for 1 month in general temp (specific temp was not obtained.) We could not specified that when the cement and revolution were in the ope room temp. Mixing time was about 30 min. Two packs cement were used. We cannot specify if antibiotic was used or not. No substances were mixed into the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.